Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm, which occurred on the homechoice (hc) during dwell 3. The home patient (hp) stated she disconnected and reconnected to use the restroom during dwell 3. The hp was connected at the time of the call. The hp was advised to discard the supplies and report the alarm to the peritoneal dialysis nurse in the morning. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was not performed as the lot number was unknown. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.